Event description:
The complaint was received through a direct call from the customer to the emergency support program. Gas loss alarm on sensation plus 50cc intra-aortic balloon (iab) during active iab support. No harm was reported. Registered nurse (rn) confirmed the pump resumed functioning after pressing the iab fill key. Troubleshooting included verification that no blood or discoloration was present in the helium tubing and review of appropriate alarm resolution steps. Potential causes of the alarm were discussed, though no clear clinical cause was identified at the time.

Manufacturer narrative:
(B)(6). Gas loss in iab circuit: a gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction response: system vents and iab deflates; alarms occur in all modes. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Contraindications: severe aortic insufficiency, aneurysm, advanced calcific disease, obesity/groin scarring (avoid sheath less insertion). Risk & labeling: failure mode (not pressing fill key) documented in ufmea; IFU provides corrective steps. Current status: no device malfunction; no CAPA/escalation needed; risk within profile.